Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in potential insufficient o2 delivery during service. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the high-pressure leak test failures during pm does not affect ventilation as these leaks occur before to the flow sensor. The entire flow reported by the flow sensor makes it to the patient circuit. Therefore, there was no reportable malfunction.